Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners caused damage to their teeth that resulted in a molar being removed. This is a contraindicated patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 updated customer information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.